Event description:
It was reported that there was a cot tip leading to unspecified injury to the patient. Upon evaluation, no defect was found with the product. Additional information regarding the injury has been requested but has not been provided at this time.

Manufacturer narrative:
The completed investigation identified that this was a minor injury. The b5 summary and section h codes have been updated to reflect this.

Event description:
It was reported that there was a cot tip leading to the patient receiving a minor cut and a CT scan with no major findings. Upon evaluation, no defect was found with the product.